Manufacturer narrative:
The customer¿s report of component breakage was confirmed. Visual inspection of the set noted two cracks on the hub (collar) of the distal male luer. The cracks were observed to be opposite each other; and begin from the distal end and along the side of the hub. One of the cracks, which was measured as 0.126 inches, was observed to be along the injection gate side; and the other crack was measured as 0.128 inches. Stress markings were also observed around the distal end of the hub. No other damages or issues were observed on the rest of the set. Functional and pressure was performed; no leaks observed from anywhere. The probable cause of the customer¿s report of component breakage was identified as external force being applied upon attempted disconnection.

Event description:
The customer reported a broken distal connection screw cap of an IV tubing while attached to the patient and "open at the patient (not screwed closed).". It was noted to be "difficult to disconnect." There was no patient harm.